Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that following an intraocular lens (iol) implant procedure, the patient developed inflammation. Ten days after the surgery , the patient experienced foreign body sensation. A steroid was prescribed after increased cell was confirmed. Seventeen days later, the symptoms were alleviated. Approximately five weeks later the symptom reoccurred. The lens remains implanted. There was no indication that a bacterium inspection was performed. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the right eye.